Manufacturer narrative:
Approximate age of device - 1 year, 3 months. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient came to the emergency department with severe aphasia and a large intracranial hemorrhage was discovered via computed tomography (CT). The patient was given factor eight inhibitor and taken to the operating room for emergent hematoma evacuation. The patient was taken to the intensive care unit (ICU) in stable condition. It was reported that as of (B)(6) 2018, the patient is extubated with aphasia and not following commands. Anticoagulation was held and restarted last week. The patient was discharged to long term acute care.

Manufacturer narrative:
No product was returned for evaluation. A correlation between the device and the reported brain hemorrhage could not be conclusively determined. Bleeding and stroke are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
As of (B)(6) 2018, the patient was extubated but still exhibited aphasia and was not following commands. It was reported that anticoagulation therapy was temporarily held due to the event and was restarted the week prior. The patient¿s code status was full let and would reportedly be transferred to long term acute care.